Event description:
It was reported that during an implant procedure, unexpected behavior was observed, and the lead "bent and slipped" upon removal of the implant tools. This resulted in damage to the lead and placement difficulty, requiring a second procedure to be planned for an epicardial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. There was blood on the distal conductor of the lead and it was obstructed. Insertion test with a guidewire failed; insertion stopped at 86 cm due to dried blood obstructing the lumen. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).